Event description:
Allegedly, during a stone fragmentation procedure, lithotriptor failed; procedure was aborted and rescheduled. No impact on pt. This occurred at: (B)(6).

Manufacturer narrative:
The lithotriptor stopped working due to failure of coil. The coil was sent to the MFR for eval. They found that the coil was assembled correctly, with all parts mounted; it was dry and the outer insulation of the membrane to water was good. They could not determine a reason for failure.